Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the unknown surgery, when knot the suture, the suture was broken off. Anchor device was received and evaluated. Visual observations reveal that the suture was not received in the package and just was an anchor was received. In addition, the anchor was found broken and with biological residues, pictures taken under magnification not showed anomalies. Besides, the shat and the handle, also were not received in the package. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed to excessive force applied in the device. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l60567 , and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from (B)(6) that during the unknown surgery, it was observed that the suture broke while knotting. The anchor was removed from the patient. There were no adverse consequences to the patient. Another device was used to complete the surgery. No additional information could be provided.